Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced ongoing blood glucose (bg) levels (375-450 mg/dl) and insulin injections were administered to address the bg level. The customer did not know the cause of the high bg. A pump system check was performed and no device issue was found. The customer had changed the infusion set site earlier that day and would change it again if the bg did not decrease. The customer declined further follow-up.